Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine follow-up today, intermittent spikes in the system's atrial lead impedances, from early 2019 to present, were exhibited. All other lead measurements were satisfactory and stable. Isometrics were performed with concurrent impedance testing. No noise nor out of range lead impedances could be recreated. The patient is currently on a remote monitoring system and will be monitored should additional anomalies be exhibited. The atrial lead was reported as a non boston scientific product. A technical services data review was completed to assist with troubleshooting and monitoring guidance. Ts stated an x-ray could be of value to exclude macroscopic damages and reiterated the recommendation for close monitoring. The field later confirmed pocket massaging around the device header showed no out of range impedances or noise. To date, this device remains implanted and in service without additional reported complications.